Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. Due to the reported complaint, a heat test of the ins was performed to determine if the ins generated any heat while recharging; no anomalies were observed. A coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are : product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID neu_unknown, serial# unknown, product type: unknown. Product ID: 3550-29, serial# unknown, product type: accessory. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Analysis results are not available at the time of report. A follow up report will be submitted once analysis results are received. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that there was a thermometer icon on the patient programmer, long charging and heat development. There was no information regarding any environmental/external/patient factors that may have led or contributed to the issue. There was no information regarding diagnostics or troubleshooting. It was reported that the lead was broken and had to be revised. Due to MRI compatibility in the future the physician decided to trade the lead and extension for new MRI compatible ones. While talking to the patient before surgery the patient told the physician that he had problems charging the implantable neurostimulator (ins). The patient had to charge it every day by good connection and the patient programmer showed the thermometer icon on the display. Therefore the physician decided to change the ins as well. Additional information received from the manufacturing representative reported that the patient did not experience any falls or traumas. Symptoms due to the broken lead included the patient not feeling stimulation in the pain areas anymore. There was no information regarding pocket depth. The ins did not migrate within the pocket. The cause was not determined.